Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood once the cannula was in the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "in the past 2 weeks there has been two blood control defects in 20ga x 1.00 in 1.1 x 25mm autoguard. Once the cannula is in the vein its starts bleeding straight away just as a non blood control cannula."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood once the cannula was in the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "in the past 2 weeks there has been two blood control defects in 20ga x 1.00 in 1.1 x 25mm autoguard. Once the cannula is in the vein its starts bleeding straight away just as a non blood control cannula.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.